Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused packed red blood cells (rate 100ml/hr; volume to be infused 325). Remaining 300ml/hr it was noted that the volume in the bag seemed to be significantly less than expected given the rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.